Event description:
This lead was explanted due to fracture. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found capped approx. 12 cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis. The medial and the distal fragments were missing. The visual inspection revealed a cut into the insulation (approx. 11.9 cm distal to the is-1 connector pin), which most likely occurred during the explantation procedure. However, no lead fracture was found. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.